Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. Investigation summary : the analysis results showed that one gst60g reload (b) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch #t5et0p. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, after severing pulmonary fissure tissue on the first firing, some staples were malformed. Used suture to oversew . There was no patient consequence reported. No additional information can be provided.